Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that customer experienced keypad anomaly. It was reported that display continued to scroll. Customer's blood glucose was not reported. Insulin pump will be replaced.

Manufacturer narrative:
All buttons functioned properly. No blocked keypad was noted. No damage was noted on the keypad traces. The keypad connector on the lcd board was locked. No unexpected numbers ramping/scrolling on the display during testing noted. The pump had minor scratches on the lcd window and a cracked reservoir tube lip.